Manufacturer narrative:
The reported events of helix damage and helix mechanical issue were confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix stretched, bent, and clogged with blood/tissue consistent with procedural damage. X-ray examination found the helix stretched, bent, and the inner coil over torqued consistent with procedural damage. The cause of the reported events was isolated to the helix being damaged and the inner coil over torqued consistent with procedural damage.

Event description:
It was reported that during a procedure, the lead was found to have been damaged and the helix was unable to be retracted. A new lead was used to complete the procedure. No adverse patient consequences were reported.